Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Investigation is ongoing. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2019-00434.

Event description:
As reported by field clinical specialist (fcs), post deployment of the 26mm sapien 3 valve there was a significant waist on the valve. During post dilation, the delivery system balloon ruptured. When trying to retrieve the commander system, it was noticed that the e-sheath was split. Post removal it was seen the commander balloon tip had separated, and the radiopaque marker from the sheath had separated. This was a (B)(6) male with a stenotic/regurgitant 27mm mosaic valve in the pulmonic position. Access was gained, pressures and measurements done. First, they wanted to fracture the mosaic valve stent to increase the area and implant a larger sapien 3 valve. They used 2 vida balloons and 1 true balloon, all of which were ruptured by the high level of calcification inside the mosaic valve. Next, they implanted a 26mm sapien 3 with no issues. It was then noted that there was a significant waist on the s3 valve on one of the commissures at the location of the heavy calcification. They decided to post-dilate and during post-dilation the commander balloon ruptured. When trying to retrieve the commander system, it was noticed that the esheath was split. We tried various things, and eventually pulled the commander system into the sheath as far as we could, and then removed both components together as a unit. It worked and there was no damage to the patient¿s vessels. However, it was then noticed that there were two items still in the body. The commander delivery system tip was still in the body, which upon removal was discovered to be the tip and the distal ½ of the balloon. Second, the radiopaque marker at the distal end of the esheath. A snare was inserted and the commander tip/balloon was grabbed and retrieved. Multiple attempts were made with the snare to retrieve the radiopaque sheath marker, but no success. It was a very difficult case and they do not blame sapien 3 nor commander for any malfunction.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2019-00434. Per the instructions for use (IFU), balloon rupture and balloon separation following balloon rupture are potential risks of the tavr procedure. The physician training manuals recommend that the user not use excessive force when removing the balloon if the inflation balloon bursts during deployment. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary written by edwards lifesciences.  A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the valve when the inflated delivery system balloon comes in contact with the calcification at full inflation/deployment. In addition, the balloon burst increases the possibility of an obstacle (i.e. Patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. In this case, the cause of the balloon burst is likely related to the heavy calcification, or compression in the pre-existing pulmonic surgical valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.